Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was over 500 mg/dl. A manual injection was administered to address bg. Customer used apidra insulin and tandem's technical support (cts) educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue.